Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual and tactile inspection noted that there were no abnormalities that would have caused or contributed to the reported condition. A tensile test was performed on the sealed samples and the results met the specifications for this product. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during closure of the dura on an open posterior decompression and chiari surgery, when tying one knot and used a running stitch, the thread broke. It was stated that it happened in four devices during same case. Another device was used to complete the case. There was no patient injury.